Event description:
Allegedly the patient was revised due to conserve plus cup spun out of acetabulum (right).

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.